Event description:
(B)(4). I have severe migraines, painful intercourse, tingling of hands,feet and neck, constipation, nausea, vomiting, chronic pain, heavy menstrual, jabbing pain on side, rash, bloating, uti, depression. My xray looks like the coils separated and migrated.